Event description:
It was reported as a general comment from the physician that he is not satisfied with the sheath compatibility of the armada 35 balloon. The physician stated that the armada 35 balloon does not fit through a 5 french non-abbott sheath, and that only by pushing with strong force, can the armada 35 balloon be advanced and retracted through the sheath. Also, the physician stated that from his perspective, the deflation time of the armada 35 balloon is too long. The physician reported that he has experienced this during the last two months ((B)(6) 2013) with the armada 35 device. It was confirmed that there were no adverse patient effects in all these procedure and the final outcome was good for all patients. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated date of event.